Event description:
The physician reported that during a stage ii breast reconstruction procedure the pt had a "palpable region at the interface of the scaffold and pectoralis" on the right side, which was found to be related to a "small well integrated piece of scaffold (approximately 1.5 cm x 0.5 cm) that seemed to have folded over on itself". The physician surgically removed the piece that was folded over. The breast implant was introduced and the rest of the device remained implanted.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported events of crease/folding of implant and visibility/palpability as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion".